Manufacturer narrative:
E1 - phone number: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had a broken front panel in the area of the one-touch connection during service and maintenance. There were no reports of patient involvement.